Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Also, please refer to section b3 for the update. Communication with the customer, the following information was conveyed: urology procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that e311 error occurred when the white balance was not detected, therefore, the images were not displayed and were completely dark due to a communication failure caused by cable damage. It was noted that e311 error is an error that occurs when white balance cannot be detected. (Instruction manual cv-190, chapter 9 troubleshooting, 9.2 troubleshooting guide). It was recommended to replace the video cable and connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunction was found during device evaluation: video cable damaged. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus, that the camera head had a black screen, pleated sheath, and crushed sheath. During inspection and evaluation, an unrestorable black screen and error code 311 is displayed. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.